Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information: at what firing did he issue occur? 5th. Were there any unusual noises heard? No. Was there any torquing or twisting during firing? No. What is the patient current condition? Not yet heard any further feedback, assume they are ok. Was the device use during a cholangiogram? No.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, two to three clips were placed on the cystic duct. There was a bleed from the liver not related to the clips, after stopping the bleeding the surgeon noticed the clips had come off the cystic duct. Further clips were then placed onto the duct to close it off. Up until (B)(6) it was thought the patient was ok (stable). Surgery was prolonged five minutes. There were no adverse consequences for the patient. One device was discarded.